Event description:
Deflation of left breast implant, with bilateral capsular contracture, followed by bilateral open capsulotomy with bilateral removal and replacment with mcghan. Initial use of device.